Manufacturer narrative:
H.6. Investigation summary: catalog: 442023 batch no.: 3102728. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 1 of 1 it has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) flagged as positive and was tested with a biofire bcid panel. The biofire panel identified candida tropicalis, resulting a molecular false positive. The result was reported to the patients chart, no patient impact was reported, and it is unknown if the patient was treated.

Manufacturer narrative:
G.5. PMA/510(k)#: k113558, k222591 h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 1 it has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) flagged as positive and was tested with a biofire bcid panel. The biofire panel identified candida tropicalis, resulting a molecular false positive. The result was reported to the patients chart, no patient impact was reported, and it is unknown if the patient was treated.